Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. During troubleshooting, it was confirmed that the customer was able to resume insulin therapy although additional information was not provided. There was no adverse impact to the customer's blood glucose level.